Event description:
It was reported that syringe s2 ns 20ml tip was broken. The following information was provided by the initial reporter: our client informs us that the syringe is broken at its tip, it is stuck in the probe.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 209304. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both pictures and the affected sample were returned for evaluation by our quality engineer team. Through visual inspection of the returned sample, the tip of the syringe was found broken. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects any defective product identified. We believe that the syringe could have become damaged from a blockage in the barrel feeding process and was then not detected by the assembly machine system. This undetected damage then contributed to the tip breakage during use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 ns 20ml tip was broken. The following information was provided by the initial reporter: our client informs us that the syringe is broken at its tip, it is stuck in the probe.